Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 186 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump passed the displacement test. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No moisture damage was noted at the electronic or motor assemblies. The insulin pump had broken battery tube threads, a cracked belt clip slot, minor scratches on the display window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.